Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported treatment is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using a proglide after a rotablator interventional procedure using a 8f sheath. Reportedly, when the plunger was removed, the entire suture came out of the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.